Event description:
Clinical trainer (B)(6) reported that the patient had 2 v-go 30 devices lift off her body on (B)(6) 2021. Clinical trainer confirmed that the patient did prepare the infusion site correctly by cleaning the area with an alcohol swab and letting the area dry. The clinical trainer was not able to provide time how long the patient was wearing the v-go before it lifted off her body.